Event description:
A facility medwatch report # (B)(4) was received stating that: "vent failure - rcps correctly identified a concern with vent function and replaced the vent. No patient issue. Vent was requested, checked by biomed and returned to service." Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.